Event description:
Supplemental follow-up report is being submitted due to the receipt of image on 13th august 2021 and completion of the investigation on 20th august 2021 and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation 1 unit of lot c1794605 of echo-hd-3-20-c was returned opened not in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 16 july 2021. The needle was found to be broken distally. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1794605 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1794605. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Image review n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle becoming damaged during the process of obtaining samples one and two. Leading to the distal end of the needle to break at the third pass. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, the piece of the needle was then retrieved with forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k142688. Device was evaluated on 16-jul-2021. Distal end of needle was noted to be broken, needle tip was deformed. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle broke off inside the patient during the third passage of the sample taken consequences: needle was spotted. A gastroscopy was done. The piece of the needle was then retrieved with forceps. "As per cc form": the needle broke off inside the patient during the third passage of the sample taken. The piece of the needle was then retrieved with forceps. "As per rep mail": I called doctor (B)(6) , who is a very experienced doctor who uses exclusively cook needles and lot of echo hd 3 20 c. Doctor (B)(6) to use the needle like in this usual way , leaving the stylet in place, but on the third pass the needle is broken . He was able to recover the piece but wishes to make a material vigilance ,because this exam involve me no difficulty or constraint for the needle .